Manufacturer narrative:
Concomitant medical devices: product ID: dtmb1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the right ventricular (rv) coil of the rv lead. The impedance has also been fluctuating. It was further noted that the left ventricular (lv) lead had an episode of high thresholds. Both the rv and the lv leads remain in use. No patient complications have been reported as a result of this event.